Manufacturer narrative:
.

Event description:
It was reported that during a procedure using a quantum 2 controller, the lcd display was not working. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection of the controller after removing the chassis found that the ferrite of internal flat cable was detached from the adhesive tape and that the display ribbon flat cable was disconnected from its intended position. After reconnecting the ribbon cable with the ferrite core, the controller was functionally evaluated and performed as intended. The complaint was verified and the root cause was determined to be an electrical component failure associated with a disconnected display cable. Potential factors unrelated to the design or manufacture of the device which could have contributed to the complaint event include: (1) vibrations during transportation may have caused the display cable with added ferrite to become loose and cause the connectors to detach from their intended positions.